Event description:
Patient reported "have compromised integrity and ribbing on the implants, replacement is required". This record is for the right side. Device remains implanted.

Manufacturer narrative:
This report was impacted by emdr scheduled maintenance occurring july 22-27, 2026. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.